Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex device was inserted into the right femoral vein in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage e shock, on multiple inotropes, vasopressors, ventilator support, and impella cp device (inserted into the right femoral artery) prior to initiation of support. The impella rp flex device was inserted for additional ventricular support following right coronary artery (rca) perforation and identification of ventricular septal defect (vsd) during high-risk percutaneous coronary intervention (pci) of the rca. While in the intensive care unit (ICU), awaiting transfer to another hospital for a higher level of care, the patient¿s hemodynamics initially improved. The patient subsequently became acidotic with a temperature of 105. The patient¿s condition continued to worsen despite support with impella cp, impella rp flex, and multiple pressors. Care was withdrawn and the post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's fever or death, which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage e shock.

Manufacturer narrative:
Updated information: d4 catalog number and serial number updated.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected UDI. H6: omitted code e2321 and f1903. Investigation summary: ppae (fever): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1840649. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.